Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. The following sections could not be completed with the limited information provided.

Event description:
It was reported in a journal article that 1 report of deep vein thrombosis resulting in pulmonary embolism within 1 month of surgery.